Event description:
Same case as MFR report #: 2134265-2012-01517. It was reported that following a stenting treatment procedure, the patient died. The patient presented with acute angina but not myocardial infarction. Angiography was performed and revealed a 95% stenosed target lesion located in the moderately calcified and moderately tortuous right coronary artery (rca). Treatment placed two promus element plus stents (2.75x8.0mm, 2.75x20mm) in the rca. The patient had multiple health issues and was scheduled to receive oxygen and breathing treatments. The next day, the patient experienced respiratory distress and blood pressure changes and was brought back to the cath lab which revealed under angiography that both stents were wide open and patent. The patient went back to his room and was intubated, with his stats crumpling. The patient had pulmonary issues and died 6 days post the stenting procedure.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).